Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified de novo lesion in the left circumflex artery. A 2.50x08mm traveler balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was advanced for pre-dilatation; however, the balloon ruptured during the first inflation at 9 atmospheres. The procedure was successfully completed with a 2.0x08mm traveler bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.